Manufacturer narrative:
The failure mode was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to:non conforming component.according to the device history record review, the lot was manufactured according to specifications.based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause.poor assembly processa 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing.the activation history showed that the unit was at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for a minimum of 86 seconds for cutting tissue only at a maximum power level (power setting range is 0-11) before the ceramic broke, which indicates that the unit was assembled properly and was fully operational for an extended period of time.therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse.the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use.therefore, a possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection and the activation history, which indicate that the unit was extensively used during surgery. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, which may result in damage to the tip of the probe.in sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that there was a less than 30-minute delay in surgery due to retrieval of a broken tip.

Event description:
It was reported that there was a less than 30-minute delay in surgery due to retrieval of a broken tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.